Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, the patient underwent the tka surgery with a primary attune. After the surgery, on (B)(6) 2021, the patient fell and fractured anterior tibia. No further information is available. Doi: (B)(6) 2017; dor: (B)(6) 2021; unknown side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available x-ray images were reviewed. Visual evaluation of the x-rays images attached was able to identify a fractured anterior tibia. However, it is not possible to confirm a depuy's product failure as well as a relation between the adverse event and the reported product. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.